Event description:
The pt reportedly had a skin flap revision surgery (approx two or three years ago). The pt reportedly experienced a problem with exernal headpiece retention. In 2004, the pt underwent revision surgery to thin the skin flap. The pt reportedly experienced pain and tenderness over the implant site. The pt continues to be monitored by the center. The pt's c1 device remains implanted.